Event description:
The customer reported to olympus, the visera elite ii video system center screen was black, and no image was displayed on the monitor. The issue was found during preparation for use for a therapeutic lap chole procedure. The intended procedure was canceled and had no impact on the patient. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: touch display blackout, no image on monitor and rgb displayed while connecting the camera head, issue not found. The technician inspected the equipment as per olympus standard and kept it under observation for four working days but did not confirm booting issue/display blackout. The image quality is okay as per olympus standards and other functions are also working well. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h10 as additional finding was omitted from the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the events were not duplicated during device evaluation, the root cause of the events could not be identified. In addition, dust was also found accumulated inside the device. Olympus will continue to monitor field performance for this device.